Event description:
Caller states the pt tested 2.5 inr on coaguchek system 1 and 3.5 inr on coaguchek system 2 during duplicate testing. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with pt for suspect device in coaguchek system 1.